Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing mild iris stromal damage beneath the incision with use of the phaco tip. Additional information and product sample have been requested. No further information has been received to date.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample was received for evaluation; therefore, the condition of the product could not be confirmed. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).